Event description:
It was reported a that a temperature sensing catheter fell out of the patient and was found lying on the bed after the patient returned from an x-ray. The balloon was intact. A new catheter was placed and a short time later, it was found on the bed with a deflated balloon. The facility tested the balloon and it deflated with minimal pressure. The balloon fluid emptied into the catheter and then into the bag.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿torn rubberize¿. A potential root cause for this failure could be "insufficient latex strength or low/ non uniform rubberize thickness". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Peel to open peel to open for urological use only single use only do not resterilize note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Caution: as with all temperature probes: in the presence of rf energy sources: local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported a that a temperature sensing catheter fell out of the patient and was found lying on the bed after the patient returned from an x-ray. The balloon was intact. A new catheter was placed and a short time later, it was found on the bed with a deflated balloon. The facility tested the balloon and it deflated with minimal pressure. The balloon fluid emptied into the catheter and then into the bag.